Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of infection, as alleged by the patient. Based on the limited information available, the liberty select cycler, liberty cycler set cannot be excluded from having a possible causal or contributory role in the events. Presently, there is no physical/objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event(s). However, given the patient¿s allegation of multiple infections, and the absence of definitive causality, physician notes, discharge summary (if applicable) and a manufacturer evaluation of the suspect products, there is insufficient evidence to exclude the liberty select cycler, liberty cycler set from the serious adverse events.

Event description:
A patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius customer support. The patient reported the pin on the liberty cycler set falls out, which has led to multiple infections. The number of occurrences and dates of occurrences are unknown. Subsequent attempts to obtain additional information, have thus far proven unsuccessful. However, during intake the patient reported that their pd registered nurse (pdrn) retrained them on disconnections, to ensure it was not operator error.